Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, partial delamination of valve. A leak test was performed and was found delamination of valve and one opening of valve. A microscopic analysis identified: partial delamination of diaphragm flange disk assessed as adhesive failure and a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: delamination of diaphragm flange disk assessed as adhesive failure; a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.